Manufacturer narrative:
Device evaluation a visual inspection of the as received device shows that the housing/tip has detached at the distal end of the torque shaft and not at the hinge pins as reported. The thumbswitch was retracted and advanced without difficulty and no smoke was coming from the cutter driver when activated. Due to the condition of the returned device no more functional testing could be carried out. Image review one image was received from the customer. The image shows the toque shaft, housing/tip, and the detachment area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy along with non-medtronic 6fr sheath and 0.014" 300cm guidewire during procedure to treat a moderately calcified fibrous plaque lesion in the right proximal to mid tibial/popliteal trunk (tpt) and posterior tibial artery (pta). The vessel diameter and lesion length are 3.5mm and 60mm respectively. The vessel was pre and post dilated. IFU was followed. It was reported that the device was in position in right tp trunk and tech turned device on to make a pass. The device jammed/will not close. Physician advanced the device through the lesion. The device turned on and advanced normally without issue. When the tech went to pack the device, the cutter would not advance forward. The cutter driver thumbswitch stopped functioning while in the patient. Physician decided to take the device out of the patient and check thing out on the back table. The cutter driver was inside the housing but barely. The device was safely removed. The tech and physician turned the device on and off trying to get the cutter to move. While testing this outside of the patient the device started smoking and ultimately the device separated a t the tip. Complete separation of the catheter tip occurred. Nothing was left in the patient. The device was secured on the back table and the physician opted to do angioplasty instead of atherectomy. No vessel damage noted. There was no patient injury.